Event description:
Impella cassette leaking, no harm to patient. Cassette given to rep for follow-up.

Event description:
Impella cassette leaking, no harm to patient. Cassette given to rep for follow-up.